Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp. The fse determined that the unit needs a software update and requested the order to be deleted as a duplicate request. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) needs a data update. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Customer has requested a getinge field service engineer (fse) to setup cardiosave with trainer and balloon so they can configure their epic system, a task which fse have already done in the recent past. The fse tried contacting customer several times but no response so unable to complete service order. If any additional information is received the complaint will be reopened and updated accordingly and a follow up report will be submitted. H3 other text : not returned to manufacturer.